Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump wasn't working. Customer changed the set and the device is showing low reservoir and an open circle. The device has no time or insulin. Customer stated she is unable to hear the alerts. Self-test was performed and it passed. However, requested the device to be replaced as she says the alerts are not working properly. Customer stated she is unable to hear the low or medium and the long one isn't long enough. Customer stated she had to go to work and disconnected the call. Customer is not returning the device for further analysis.